Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down. This resulted in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.